Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient that presented in clinic for a device check. Upon interrogation it was noted that the left ventricular lead exhibited high impedance and also noted was high thresholds. The patient will continue to be monitored. No patient symptoms were noted.